Event description:
It was reported that a flex 28 electrode was implanted in the pt instead of a medium electrode array which had been pre-ordered. Insertion was difficult and the surgeon was unable to fully insert the device. A CT scan carried out showed that 4 electrode contacts are outside the cochlea. The pt had auditory percept on 7 electrode channels during initial activation. Surgery is scheduled for (B)(6), for re-implantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.